Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. Reportedly, customer is using cold insulin, using infusion set, insulin and cartridge longer than labeling instructions recommend. Clinical support informed customer that using cold insulin, using infusion set, insulin and cartridge longer than label instruction is off label per the tandem user guide. Customer's blood glucose was 765 mg/dl with high ketones. Customer attempted to address high bg with correction bolus via the pump and changing supplies. Ultimately, customer went to the hospital and was admitted to the intensive care unit for diabetic ketoacidosis. Ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous fluids of saline, insulin, and insulin drip. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem technical support to gather additional information, however, no response was received.